Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the automated impella controller (aic) had purge disc not detected alarms. The purge cassette and tubing were replaced and this did not resolve the alarms. The aic was replaced successfully. No patient was involved.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. After analysis, reported issue with the aic not being able to detect the purge disc was confirmed. Purge disc not detected alarms were determined to be caused by a broken purge flag. The cause of the issue was a broken purge flag.